Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient developed an infection in the chest pocket and the surgeon removed the ins and both extensions. The leads remained intact and would be reconnected after the infection had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.